Event description:
Haemonetics received a complaint on (B)(4) 2012 for an orthopat device with the description of fluid leaking from the base. No pt/operator injury associated.

Manufacturer narrative:
The device has not been returned to haemonetics for eval. A f/u report to be sent when device eval has been completed. (B)(4).